Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file appeared to show the system operating as intended, and a direct correlation between the reported events (respiratory failure, atrial fibrillation, pneumonia, covid, pulmonary edema) and heartmate ii left ventricular assist system (hmii lvas), serial number(B)(4) could not be conclusively established through this evaluation. The center reported that the patient was experiencing a decrease in flow, pulse index (pi), and power. No alarms were reported for this event. The submitted log file file contains relevant data from (B)(6) 2020 at 12:38:46 through (B)(6) 2021 at 14:08:00. From (B)(6) 2020 through the end of the file, power ranged from 4.0-5.3 w, estimated flow ranged from 2.9-5.5 lpm, and average pulsatility index (pi) ranged from 2.4-8.0. Pi decreased slightly at times on (B)(6) 2021; however, no notable trends in pump parameters were observed overall. The pump speed remained above the low speed limit while the driveline was connected. The system appeared to be operating as intended. It was later reported that the pi values decreased during a nj (nasojejunal) tube placement by gi on (B)(6) 2021. The patient was found to have aspiration pneumonia. The patient was in hypoxemic respiratory failure requiring ICU transfer, had afib rvr (atrial fibrillation with rapid ventricular response) with aberrancy resulting aicd (automatic implantable cardioverter defibrillator) shock and was on bumex for diuresis for pulmonary edema on (B)(6) 2021. The patient was covid positive, but hemodynamically stable. Pump parameters reportedly returned to baseline. The plan was to discharge the patient to home care. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04apr2013. The hmii lvas instructions for use (IFU) lists respiratory failure and cardiac arrhythmia as adverse events that may be associated with the use of the hmii lvas. The IFU also provides an outline of each of the pump parameters. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had power and flow changes. It was reported that the pulsatility values decreased during a nasojejunal (nj) tube placement on (B)(6) 2021. The patient was found to have aspiration pneumonia. The patient was in hypoxemic respiratory failure that required an intensive care unit (ICU) transfer. The patient had atrial fibrillation with rapid ventricular response with aberrancy that resulted in implantable cardioverter-defibrillator (aicd) shock. The patient was on bumex for diuresis for pulmonary edema on (B)(6) 2021. The device operated as expected. The patient was covid positive, but hemodynamically stable. The patient's pump parameters returned to the baseline since (B)(6) 2021. The patient's overall memory function was impaired due to worsening dementia. The plan was to discharge the patient to home care.